Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Nurse reported via phone call rewind anomaly and high blood glucose levels. Customer's blood glucose level was 408 mg/dl. Customer treated their high blood glucose with 12 units of insulin. Nurse and patient were assisted with the rewind process along with the fill cannula process. Nurse advised a new reservoir was placed on the insulin pump and there was a circle on the top of the display screen. Customer received a finish loading alarm and was advised to clear the alarm. Customer was advised to monitor the insulin pump and their high blood glucose levels closely.